Event description:
The facility representative reported an infuso.r. Pump with a condition of there's a part up top that is bent where the syringe falange goes. This condition occurred during inspection in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of an infuso.r. With a "there's a part up top that is bent where the syringe falange goes" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced in order to fix the reported condition.